Event description:
While performing an in-service training, the dual flat panel monitor became disconnected from articulating arm and fell near the head end of the table. The part that failed was the monitor mount housing assembly 00-885239-01. The monitor won't free fall since the cord and other attachments are likely to hold them, or at least reduce the falling speed. The monitors also have foam pads along the bottom that would reduce the severity of injury.

Manufacturer narrative:
We have researched the connection and there is a tolerance stack up issue associated with the thrust bearings and the cup washer, causing the cup washer to bind with the a-arm mount and not turn relative with monitor mount housing therefore possibly creating a self tightening situation of the nut that holds the whole thing to the a-arm. With movement of the monitors from side to side, the nut can keep tightening until the shaft fails.